Manufacturer narrative:
The reporter's meter and strips were provided for investigation where they were tested using retention controls. Level 1 testing results (qc range = 1.0 - 1.4 inr): qc 1: 1.2 inr. Level 2 testing results (qc range = 2.4 - 3.6 inr): qc 2: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(6). The patient measured the following values on the meter: 2.8 inr (18 % quick) at 3:02 p.m. 2.9 inr (18 % quick) at 3:48 p.m. 2.2 inr (24 % quick) at 3:53 p.m. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing interval is weekly.